Event description:
The device was replaced after approx four years implant duration with no additional pt complication reported. Information received indicates the reason for valve explant was due to thrombus. No other event information was provided.